Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was admitted to emergency room and was hospitalized for low blood glucose levels on (B)(6) 2018. The customer reported that his blood glucose level was 1 mmol/l at the time of hospitalization. It was reported that prior to the hospitalization on (B)(6) the customer was working from a radio station and around 6:50 pm he tested his blood glucose levels ,it was 4.1 mmol/l. It was reported that around 7 pm he was low and had memory loss. The customer reported that he got in to car accident and was transported in an ambulance in the paramedics to the hospital. It was reported that the paramedics told him that his blood glucose level was 1 mmol/l. The customer stated that he had a bruise rib and his car was totaled. It was reported that his doctor explained that it was due to a sensor issue. It was reported that the sensor was not transmitting proper readings to the insulin pump. It was reported that the customer tried two other sensors after incident but they were reading inaccurately from his meter readings. It was reported that the customer stopped using the sensors and threw it away. It was reported that the customer remembered when he brought his report to the health care professional around (B)(6) 2017 his last sugar glucose was 8.4 mmol/l on the day of accident. It was reported that the customer was treated with two shorts of glucagon. The customer blood glucose levels at the time of admission was 1 mmol/l to 2 mmol/l. The customer reported that the current blood glucose level was 4.7 mmol/l. It was reported that the customer was given jelly to treat the low blood glucose. It was reported that the customer was connected to the insulin pump in the ambulance and in the hospital. Troubleshooting was performed. The insulin pump passed self-test and displacement test. The drive support cap was normal. The customer does not allege that the insulin pump was over delivering insulin. The customer reported that the insulin pump received button error alarm on (B)(6) 2018. It was reported that the sensor had inaccurate reading. It was reported that the sensor was reading above 3 mmol/l and he was actually at 1 mmol/l. The customer¿s blood glucose was 1 mmol/l and the sensor glucose was 3 mmol/ l at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was reported that the customer was the driver at the time of vehicular accident and the hospitalization was due to vehicular accident. Product is not expected to return for analysis.